Event description:
It was reported that the patient presented to clinic after receiving vibratory alert for atrial lead impedance measurement less than lower limit. There were no plans to address the issue. The atrial lead impedance was normalized. The lead will be monitored. Patient is doing fine.

Event description:
New information received notes that the device was reprogrammed to vvi to check if patient paces significantly. Patient will continue to be monitored.

Event description:
New information received notes that noise was reproducible in clinic on 07/14/2017. The atrial lead was capped and replaced on (B)(6) 2018 during device change-out procedure. Patient was stable.